Manufacturer narrative:
The system was examined and the reported event was replicated. The host module was replaced as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 13, 2008. Based on qa assessment, the product met specifications at the time of release. The cause of the reported event can be attributed to the non-conforming host module. However, how that host module became non-conforming remains inconclusive. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system shut down on its own during a procedure. The system was rebooted to complete the case. There was no patient harm.